Event description:
A user facility reported that an intraocular lens (iol) was defective. Follow-up indicates that the lens may have been scratched. There was no reported patient impact/injury associated with this event.